Event description:
It was reported that autoguide was used for a visualase case on a patient with thick scull, approximately 17 mm. The perpendicular thickness was thinner but the shape of the target lesion put the trajectory in a very shallow angle relative the bone and created a long passage through the bone. Surgeon had to drill last 3 mm on free hand without depth stop. The visualase drill guide was replaced with the biopsy drill guide. When passing through tabula interna the drill advanced a deeper into the parenchyma just so slightly and there was a bleeding. The bleeding does not seem to have resulted in any deficits and wasn't visible in the MRI scans. There was delay of 30min as a result of this event. Patient suffered from weakness in left arm and leg. This could also be related to the trajectory of the visualase catheter or the unintended test dose that was administered according to case. It was reported that the component is not defective it has too short depth stop for a patient with thick bone.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation was performed, as the device was not returned and customer states the device was working fine. The device user manual warnings section includes instructions to verify the drill depth setting on the attachment prior to drilling. Contacting the brain or other tissue with a rotating dissecting tool may lead to patient or user injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.